Event description:
It was reported that an asymptomatic patient presented via merlin.net due to the pacemaker being in backup vvi mode. The patient was brought into the clinic for a successful device download, restoring normal device function.